Event description:
The customer reported there was an electrical arc coming from the sheath of the instrument. The part connected to the generator broke and the instrument fell inside a garbage can. A fire occurred and was extinguished immediately. There were no consequences for the pt or operating room team.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for eval. Additional questions in regard to the incident have also been asked. If the sample is received, or if additional info pertinent to the incident is obtained, a f/u report will be submitted.